Manufacturer narrative:
No information has been provided to date. A product sample was received for evaluation. Visual and functional testing were performed. All labels were still intact. / no physical damaged was found on the device. There was a record of continuous no disposable alarm in the logs. The reported issue could not be replicated and could not be confirmed. However when the pump was turned on, no disposable, pump won't run was displayed and an alarm sounded, even though no cassette was connected. Root cause of the reported issue could not be determined. The downstream sensor was replaced and the upstream sensor was re-calibrated as a preventive maintenance. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that the device had a no disposable alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.